Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possible related to a short-circuit condition. It was reported that the pt was coughing when the device stimulated. The physician turned the output current down which alleviated the coughing for a few months, but then it started again. The physician did not know why the pt could not tolerate the stimulation. The device was turned off for a few weeks, and then turned back on to 0.5 ma. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.